Event description:
A technician stated that while lowering this bed using the manual crank, the crank shaft became disconnected, and the bed moved to the highest hilow position with great force. There were no patients in the bed at this time, and no injuries. This event was an unintentional movement of the bed which has the potential to cause serious injury. The bed is being returned for analysis, and a replacement bed was ordered. A follow up report will be filed, when any pertinent info is determined.